Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements for handling of the device: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. The user¿s complaint of intermittent image was confirmed. Upon inspection and testing, intermittent image was observed for the device. This is attributed to the worn out lock latch mechanism on the video connector. Bayonet neill¿concelman (bnc) of front panel for pip is corroded. Device passed all other functional tests.

Event description:
As reported for this event, during set up the device yielded an intermittent image with the movement of the paddle connector. In addition, white balancing for the image could not be done. There is no patient involvement.